Manufacturer narrative:
A distributor field service engineer (fse) was at the customer site to address the reported issue. The fse replaced the z-axis pulse motor cable (cn217 to pm202) and resolved the issue. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 14jul2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: [4019] spec.z-axis home not found description: the home position of the specimen z-axis motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported issue is attributed to a faulty z-axis pulse motor cable.

Event description:
A customer reported to the distributor receiving error message 4019 spec.z-axis home not found while operating on the aia-360 analyzer. A distributor field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of alpha-fetoprotein (afp) and beta-human chorionic gonadotropin (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.